Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that every time patient charges, the recharger antenna said patient was attached and suddenly ins recharger goes off. Patient further clarified that patient will see full coupling and all of a sudden the boxes were empty. Patient was then struggled to get ins recharger back to show any boxes full. Patient tried to reposition antenna but the coupling boxes did not stay full. Patient was using belt and placing recharger on patient's skin. Patient said sometimes moving ins recharger antenna works to get coupling and other times it does not. Patient started a charge session and said coupling boxes were empty. Patient services walked patient through turning the dial twice and patient was still seeing 0 coupling boxes. Patient also did antenna locate and attempt a recharge session but that did not resolve the issue. Top number showed 36 and was able to stop with top number at 42 and bottom numbers at 36 and 44. Patient started a charge session again and was only getting 2 coupling boxes. Patient confirmed that they had not had any falls or trauma that would affect ins pocket. The recharger antenna was damaged. A replacement antenna was sent. Patient was redirected to healthcare professional to have their device checked if recharger antenna replacement did not resolve the issue. No patient symptoms reported. No further complications were reported as a result of this event. Information was received from the patient who indicated they are still having issues with coupling boxes staying on. Patient states it goes up and down all the time. Patient is using belt and adhesive discs and indicated when they first turn on recharger they get all 8 coupling boxes and then it drops off. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked about the cause of their coupling box issue the patient stated they didn't know what that meant, but that they had received a replacement cord for the recharger, and it seemed the cord had been the problem because the issue was now resolved. No further complications were reported or anticipated.